Event description:
Per the independent repair center, the customer alleged problem is alarming/red light. The key failure is the pilot valve is stuck. Associated malfunctions for this device: intake and cabinet filters missing.